Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of fluorouracil. At 1500, the delivery was initiated and the homecare patient left the patient's office. At approximately 1630, the patient note leakage "at the junction of the tubing and the secure lock male adapter" and notified the nurse. The spill was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.